Event description:
It was reported that when the needle was connected to the syringe for priming, there was resistance and it could not be pushed. The event occurred during priming and no patient harm was reported. It was stated in the report that the patient, a 51-year-old female born on (B)(6) 1973, was given infusion therapy according to the doctor's instructions, and when the needle was connected to the syringe for priming, it was found that there was resistance and could not be pushed. The event occurred during priming.

Manufacturer narrative:
One sample was received. As received no damage or anomalies were observed. In attempts to replicate clinical use a syringe provided by ICU medical with black dye was attached to the gripper and fluid was attempted to be pushed through the set. It was observed that fluid would not make it past the y-site. A needle was then used to access the needle port and it was observed that fluid would not make it into the incoming tubing towards the female luer. Upon disassembly visualization of the inner diameter of the junction between the incoming tubing and the y-site, errant solvent was observed. The complaint of needle resistance during syringe connection can be confirmed. The probable cause is due to errant solvent application error during assembly at manufacturer. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.